Event description:
It was reported that the patient was experiencing implantable pulse generator (ipg) charging issues. It was also reported that the patients paddle lead had high impedances and the patient was experiencing loss of stimulation. The patient underwent a spinal cord stimulator (scs) system replacement procedure and was doing well postoperatively. The explanted device components were discarded per medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216500, model: sc-8216-50, serial: (B)(6), batch: 15731255, UDI: (B)(4).